Event description:
On (B)(6) 2011, patient reported the infusion device display has missing segments. This was first noticed 6 months prior to the report. The missing segments are located where the basal rate is displayed in the middle of the screen. He has changed the battery several times, but the issue persists. The infusion device was not dropped or damaged. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.